Event description:
It was reported that the tablet device displayed an "unable to open port" error message after the patient reportedly dropped the programming system on the ground. A replacement usb serial cable was provided and the programming system was functioning properly. The suspect usb serial cable has not been returned to date.

Event description:
The tablet serial cable was received by the manufacturer on 06/22/2015. Product analysis was completed for the tablet serial cable on 07/13/2015. The cause for the serial adapter failure is associated with a disconnected wire connection in the returned serial cable. Once the wire was soldered onto the serial cable pcb, no further anomalies were identified. The cause appears to be cable stress-related.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.

Manufacturer narrative:
.